Event description:
It was reported that the individual contacted support after experiencing elevated blood glucose levels and receiving an insulin occlusion alarm approximately 40 minutes prior. The individual had changed all infusion supplies, using a 23-inch, 6 mm infusion set. Upon inspection, the cannula did not appear bent, and no air bubbles were observed in the tubing. Review of device reports showed data beginning around early morning hours. The individual noted that extra meal announcements are sometimes given when blood glucose is elevated, and was advised that doing so without actually consuming a meal could affect the device algorithm. The individual was encouraged to consult their care team for proper management of elevated blood glucose levels and planned to continue monitoring. The individual confirmed that blood glucose levels were affected, with the highest reported levels in the 390 mg/dl range. No back-up therapy was used, no ketone testing was performed, and no recent steroid injections were reported. No professional medical intervention or additional assistance was required, and no immediate health effects were experienced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.